Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicone boot separated from the hemopro jaw. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp stated that the event occurred in march; however, they could not provide a specific date.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the heater wire was bent and detached from the tip of the hot jaw. The middle part of the silicone boot on the cold jaw was missing. Based upon the rec'd condition of the device, the reported complaint was confirmed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).